Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that pump settings were reset after pump was updated. Reportedly, the customer reentered settings to address the issue. There was no adverse impact to the customer's blood glucose level.